Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an unspecified equipment issue. The clinician reports that the secondary infusion went into primary bag. Although asked, no further information was provided. There was patient involvement but impact is unknown.

Event description:
It was initially reported an unspecified equipment issue. The clinician reports that the secondary infusion went into primary bag. The customer reported that the issue involved a medication called "actemra" that was running at the ordered rate. The primary bag was "over filled". The ordered dose was 100ml/hr, 480mg in 100ml. Although asked, no further information was provided. There was patient involvement but impact is unknown.

Manufacturer narrative:
Omit : a1402 - excess flow or over-infusion (1311), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.